Event description:
It was reported that during a surgical procedure at the user facility, the device deflated on its own. There was no delay, no adverse consequences, and no medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the device deflated on its own. There was no delay, no adverse consequences, and no medical intervention.